Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to an unknown product performance issue. Additional information reported that this was an extremely old lead, and during the revision there were observations of a breach in the insulation near the terminal pin causing pacing inhibition with manipulation and cautery. The lead remains capped, thus not expected to be returned at this time. No additional adverse patient effects were reported.